Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed an episode of noise on this implantable defibrillation lead. The noise was oversensed resulting in inappropriate anti-tachycardia pacing (atp). The noise was able to be recreated with patient isometrics. Boston scientific technical services (ts) discussed a potential lead issue. Additional information was received that a lead fracture near the area of the clavicle was suspected. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the hospital retained the product and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The lead was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.